Event description:
Customer reported a leak and incomplete differential test results occurred when using the coulter lh 500 hematology analyzer in their laboratory. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. While servicing the analyzer for the leak, the fse identified the leak had damaged a solenoid, lv59, resulting in the incomplete differential test results. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a hole in the tubing from the sheath tank to the peltier module. He replaced the tubing which fixed the leak. He also found a defective solenoid sol59 caused by the leak. Sol59 is the solenoid at vl58 which opens path from 30-psi pressure manifold, mf15, to pm12. He replaced mf15 which fixed the incomplete differential test results. Mf15 contains solenoids lv31 through lv34 and lv54 through 59 in the mixing module. The repairs were verified per established procedures. (B)(4).